Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the patient's pulse generator had inappropriate magnet response and had no pacing. The pulse generator was not used, and a new pulse generator was implanted. The patient was in stable condition.